Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a blockage problem and the presence of inappropriate material. A cause was not established for these issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited clogging in j-tube due to foreign material, in addition to the presence of this material in the air/water tube and air/water cylinder. There was no patient involvement.